Event description:
The nurse of a (B)(6) female patient called zoll customer support to report that eh patient's device was malfunctioning. Further troubleshooting revealed the electrode belt cables were detached. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) has not yet been returned to zoll for evaluation. The reported problem (damaged cable) has not been confirmed. A supplemental report will be submitted upon receipt of the electrode belt and completion of the device evaluation.